Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va002am, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient fell and experienced loss of therapeutic effect. Impedance and battery were checked. The system was explanted completely and replaced. It was noted that the issue was resolved at the time of this report. A follow-up report will be sent if additional information becomes available. Indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.